Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, one of the forceps' jaw broke off when the device was opened inside the pt. The jaw fragment was retrieved by the physician with a retrieval snare. No resistance or difficulty inserting or removing the device through the scope was reported. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Fracture(s) of device/material. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.